Event description:
It was reported that patient experienced recurring malfunction alarm for pump, identified as third occurrence of same issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place current pump in storage mode and return it using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.